Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Hospital conducted a correlation study comparing this inform meter to lab analyzer. Reported neonate patient blood glucose results of: 93 mg/dl on the inform system, lab result 73 mg/dl 76 mg/dl on the inform system, lab result 58 mg/dl 87 mg/dl on the inform system, lab result 68 mg/dl 91 mg/dl on the inform system, lab result 71 mg/dl no adverse event reported. A request was made for the return of the meter and strips.